Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that they are experiencing a severe clenching, grinding, jaw pain and discomfort. Affecting progression of treatment. Still on step #3 after a year of being in treatment. Previously went through orthodontic treatment which they had to cease due to jaw pain. Has botox in masseters to help with discomfort. No additional information was reported.